Event description:
It was reported ext set 0.2 micron filter ss dehp free was blocked/clogged/occluded. The following information was provided by the initial reporter: "this set includes a 0.2 micron low protein binding filter, and in this instance, nothing was able to flow through the filter."

Manufacturer narrative:
H6: investigation summary: one sample (model #20027e) was returned by the customer. It was reported that the smartsite extension set would not flow through the filter. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to and attempted to be flushed with water using a 10ml bd syringe. The set was unable to be flushed, and fluid would not flow through the filter. The customer complaint can be verified. A quality notification was sent to the supplier, and the sample was sent for further investigation. The supplier was able to confirm the occlusion. The supplier observed a blockage within the inlet port. Upon further visual inspection under magnification, the blockage was determined to be a bonding solvent within the inlet port. It was determined that this solvent was applied outside of the supplier process. Therefore, it was mostly likely applied during the manufacturing of the entire set. A device history record review for model 20027e lot number 21059570 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported ext set 0.2 micron filter ss dehp free was blocked/clogged/occluded. The following information was provided by the initial reporter: "this set includes a 0.2 micron low protein binding filter, and in this instance, nothing was able to flow through the filter."